Event description:
Caller reported one false negative urine hcg result pre-surgically. Caller also stated that pt had lithotripsy in 2009 with a negative pregnancy test, she came back 12 days later for an xray and her new pregnancy test was positive and she says she has not had a period in 6 weeks. Customer phoned again to say lab ran a total qualitative on the serum and it was positive. Customer requested quantitative be run on serum, but results have not been provided.

Manufacturer narrative:
Investigation performed using retention devices: lot number(s): hcg8120210. Expiration date(s): 12/2010. Control lot #: 25miu/ml hcg urine, lot: hcg090607-01. 100miu/ml hcg urine, lot: hcg090521-01. 255.3iu/ml hcg urine, lot: hcg090526-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 mins read time. The 100miu/ml and 255.3iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. Devices were returned to biosite for testing. Control lot # 216.0iu/ml hcg urine, lot # hcg090526-01. Nothing abnormal found in batch review and the product number, product description and lot number was verified. Customer's observation couldn't be confirmed in-house. Retain and returned products were tested with internal controls and no false negative was observed. No corrective action required at this time as no product deficiency was established.